Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 551265 joules and 56 minutes the tip of the fiber burnt out and the laser began firing straight. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was not cleaned during the procedure. Fine patient outcome reported.

Manufacturer narrative:
Device available for evaluation correction h.3: device evaluated by manufacture updated evaluation codes updated the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 02:13 pm CT.the report number is being corrected from: 2937094-2018-60268to: 2937094-2018-60031

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 551265 joules and 56 minutes the tip of the fiber burnt out and the laser began firing straight. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was not cleaned during the procedure. Fine patient outcome reported.